Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty grasping and single leaflet device attachment/slda appear to be related to patient morphology/pathology and likely due to the restricted posterior leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure performed on (B)(6) 2016 to treat functional mitral regurgitation (mr) with a grade of 2-3. The first clip (60616u201) was advanced to the mitral valve. Grasping the posterior mitral leaflet was difficult due to the patient anatomy (restricted posterior leaflet). The clip was implanted successfully in the medial segment of the mitral valve, reducing mr to 2. A second clip delivery system was advanced to the mitral valve. During grasping of the leaflets lateral to the first clip, it was noted that the first clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was successfully implanted lateral to the first clip, reducing mr to 1. The patient is stable. There were no adverse patient effects and no clinically significant delay during the procedure. No additional treatment is planned for the patient. No additional information was provided.